Event description:
It was reported that during preparation for procedure, after the fiber was taken out of the packaging and upon connecting the fiber it broke in the middle. The procedure was completed using another fiber. There were no patient complications reported.